Event description:
Patient sat back down on shower bench to wash hair when she felt bench collapse. She fell back, landing on floor of shower. She became wedged and needed assistance from paramedics to rise. She was bruised and suffered a sore neck but no medical attention was needed.